Event description:
It was reported that during a device change out, externalized conductors were observed on the rv lead. The lead was capped. The patient condition was good after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.